Event description:
It is reported that a customer experienced low blood glucose levels of 30 to 50 mg/dl. The customer was treated for the high blood glucose with food. The customer was assisted with trouble shooting and was advised to change his reservoir and infusion set. The customer reprogrammed the rates on the insulin pump by the patient's health care provider's orders. The customer was informed that there could be many reasons for high blood glucose. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge